Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety shield breaks off when engaging the used needle with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: one of the phlebotomist reported they have been having problems with the new needles and hubs the system has switched to. Evidently the plastic safety device breaks off quite easily when engaging the used needle. Additionally, on 2020-02-12 the customer provided the following additional information: we were able to figure out what was happening with the device. It appeared that we were engaging the safety device improperly. The problem has been resolved.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that safety shield breaks off when engaging the used needle with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: one of the phlebotomist reported they have been having problems with the new needles and hubs the system has switched to. Evidently the plastic safety device breaks off quite easily when engaging the used needle. Additionally, on 2020-02-12 the customer provided the following additional information: we were able to figure out what was happening with the device. It appeared that we were engaging the safety device improperly. The problem has been resolved.